Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2316-50 serial#: (B)(4) description: infinion1x16 perc lead kit-50 cm model#: sc-3400-30 serial#: (B)(4) description: infinion splitter 2x8 kit (30 cm) the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that patient was experiencing inadequate stimulation and was having high impedances. The patient underwent an explant procedure. No device malfunction was suspected.

Event description:
A report was received that patient was experiencing inadequate stimulation and was having high impedances. The patient underwent an explant procedure. No device malfunction was suspected.